Manufacturer narrative:
Block h11: blocks h6 and h10 have been corrected. Block b3: the exact event onset date is unknown. The provided event date of (B)(6) 2022, was chosen as the best estimate based on the procedure which happened sometime in 2022. Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: patient code e1309 captures the reportable event of urinary retention. Patient code e1302 captures the reportable event of clot retention. Impact code f23 captures the reportable event of unexpected medical intervention.

Event description:
It was reported to boston scientific corporation that a urinary tract occlusion balloon catheter was used during a left percutaneous nephrolithotomy (l pcnl) procedure to remove a stone performed sometime in 2022. Only one (1) occluder was used and no occluder balloon was wasted in the procedure. There were no device malfunctions nor any intra-operative complications noted in the operative note at the conclusion of the procedure. Post-procedure, the patient had urinary retention and a foley catheter was inserted. The patient's foley catheter was removed four (4) days post-procedure (pod04). Six (6) days post-procedure (pod06), the patient presented to the emergency department (ed) with clot retention which was managed with a foley catheter. Per physician's assessment, the event was serious, was possibly related to the device, and causally related to the procedure.

Manufacturer narrative:
The exact event onset date is unknown. The provided event date of january 1, 2022, was chosen as the best estimate based on the procedure which happened sometime in 2022. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Patient code e1309 captures the reportable event of urinary retention. Patient code e0505 captures the reportable event of clot retention. Impact code f23 captures the reportable event of unexpected medical intervention.

Event description:
It was reported to boston scientific corporation that a urinary tract occlusion balloon catheter was used during a left percutaneous nephrolithotomy (l pcnl) procedure to remove a stone performed sometime in 2022. Only one (1) occluder was used and no occluder balloon was wasted in the procedure. There were no device malfunctions nor any intra-operative complications noted in the operative note at the conclusion of the procedure. Post-procedure, the patient had urinary retention and a foley catheter was inserted. The patient's foley catheter was removed four (4) days post-procedure (pod04). Six (6) days post-procedure (pod06), the patient presented to the emergency department (ed) with clot retention which was managed with a foley catheter. Per physician's assessment, the event was serious, was possibly related to the device, and causally related to the procedure.

Manufacturer narrative:
Block h11: block b2 has been corrected. Blocks b5, h6 and h10 have been corrected based on the additional information received on (B)(6) 2024. Block b3: the exact event onset date is unknown. The provided event date of (B)(6) 2022, was chosen as the best estimate based on the procedure which happened sometime in 2022. Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: patient code e0506 captures the reportable event of hemorrhage. Patient code e1309 captures the reportable event of urinary retention. Patient code e1302 captures the reportable event of clot retention. Impact code f23 captures the reportable event of unexpected medical intervention.

Event description:
It was reported to boston scientific corporation that a urinary tract occlusion balloon catheter was used during a left percutaneous nephrolithotomy (l pcnl) procedure to remove a stone performed sometime in 2022. Only one (1) occluder was used and no occluder balloon was wasted in the procedure. There were no device malfunctions nor any intra-operative complications noted in the operative note at the conclusion of the procedure. Post-procedure, the patient had urinary retention and a foley catheter was inserted. The patient's foley catheter was removed four (4) days post-procedure (pod04). Six (6) days post-procedure (pod06), the patient presented to the emergency department (ed) with clot retention which was managed with a foley catheter. Per physician's assessment, the event was serious, was possibly related to the device, and causally related to the procedure. ***additional information received on (B)(6)2024*** six (6) days post-procedure (pod06), the patient presented to the emergency department (ed) for clot retention with mention of post-procedural hemorrhage based on diagnosis code.